Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age and sex underwent an unspecified procedure with two 300cc mentor smooth round moderate profile saline breast prostheses, experienced hashimoto's and arthritis post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for device 2 of 2 breast prosthesis.